Manufacturer narrative:
(B)(4). There was no alleged device malfunction. It was stated that the patient expired as a possible result of a heart attack. It should be noted that diabetes mellitus is a known cause of death. However, a conclusive root cause for the reported event cannot be confirmed without the certificate of death.

Event description:
Patient's step daughter contacted dexcom technical support on (B)(6) 2015, to report a patient death that occurred on (B)(6) 2015. Patient's step daughter stated that patient was wearing dexcom equipment at the time of death, but that the patient's death was not related to diabetes. Although an investigation has not been performed, it is believed that patient expired as a result of a heart attack. At the time of death, patient was found by his wife and caregiver. A death certificate is not available. No additional event or patient information is available.